Manufacturer narrative:
There were no devices available for analysis, and the system was discarded after the explant. The direct cause of infection cannot be traced but infection is identified in the instructions for use (IFU) as an expected potential risk of surgery that may lead to explant. The device manufacturing records were reviewed and product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system experienced impaired wound healing at their implant site and was given an antibiotic ointment. Approximately a month later, the implant site showed worsening signs of infection. Oral antibiotics were unsuccessful, so the scs system was explanted.